Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Unfortunately, attempts to clarify the reported failure mode have been unsuccessful. However, a thorough review of the device history record, DHR, was performed and no related deviations within manufacturing processes were found. The review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was open to be used during a ureteroscopy lithotripsy procedure in the left kidney, performed on (B)(6) 2020. According to the complainant, the physician "noted the device fractured when they unpacked the device. Because of the device stained by blood, so the physician disposed it." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain to clarify the reported issue have been unsuccessful to date.